Event description:
It was reported that following an unrelated surgical procedure wherein both devices were placed into surgery mode, the thoracic and cervical ipgs became unable to communicate with external devices. Troubleshooting was able to resolve the cervical ipg, but the thoracic ipg was not recovered. As a result, surgical intervention may be undertaken to address the thoracic ipg.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the thoracic ipg was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.